Manufacturer narrative:
H3) analysis of the returned software logs was completed. The log review provided no additional insight regarding the cause of the reported event. H6) fdm 10, fdr 213, fdc 4315 are applicable to the software analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the camera was rebooting with scu logs showing errors at the time of reboot. The scu was replaced and the issue resolved. The system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that while downloading images from electronic picture archiving and communication systems (pacs), the camera leds flashed and turned off and the camera subsequently beeped and rebooted itself. This happened multiple times while downloading images. No issues occurred with images downloading. The ndi config utility was checked and all fields were okay. The logs under the camera indicated no errors, however, logs under the system control unit (scu) showed multiple errors that correlated to what had occurred. This was reported prior to a procedure and there was no patient involved. An update was provided that the suspected issue was old hardware and that the scu caused the camera to reboot.

Manufacturer narrative:
H2: additional information: continuation of d11: section d information references the main component of the system. Other relevant device(s) are: product ID: 9733438, serial/lot #: (B)(6), ubd: unk, UDI#: unk. H3: the positioning sensor unit (psu) was returned to the manufacturer for analysis. Analysis found that the reported issue could be duplicated. A check of the event log showed intermittent issues establishing communication with the psu. During functional testing, the system control unit (scu) had no tracking for instruments connected to ports a and b on the break out box. Analysis found that the reported event was related to an electrical issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. Software logs have been received by the manufacturer. However, they are under analysis at the time of filing. H6: 10, 120, and 4307 are associated with the returned psu. 4118, 3233, and 11 are associated with the returned logs. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.